Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient was examined by their dentist that found the aligner treatment is not correcting the class ii bite and is failing to address the issues with tooth #11. This could result in more significant problems in the future. In-person orthodontic treatment is essential for effectively addressing these specific dental issues. Patient must halt all online orthodontic treatment immediately.